Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) levels ranging from 200- 400's (mg/dl) with large ketones. The customer delivered a correction bolus and manual injection and set a temporary rate of 110% for 15 minutes. Additionally, the customer resolved ketones by consuming water. Several hours later, the customer called back and reported blood glucose level increased from 421 (mg/dl) to 456 (mg/dl) by the end of the call. System check with tandem technical support showed that the pump was performing as intended. However, the pump history showed that the customer received several incomplete bolus alerts. During the call, the customer reported being able to deliver a correction bolus without any issues. Customer was referred to health care provider for possible factors that may affect bg levels. Although requested, no additional information was provided on the reported event.